Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the staples were malformed. Reloaded the device and the case was completed with no pt consequence.